Event description:
Patient wearing acuvue advance contact lenses with hydraclear. In 2005 patient reported eyes were uncomfortable, itchy and red following one week of wear and removed the lenses. The following morning patient's left eye was "worse" and patient saw their doctor. Patient's diagnosis was "corneal inflammation." It is not clear if patient received any treatment at that time. Two days later patient could not open their left eye, and was seen by patient's doctor. Patient was told patient had a bacterial infection and was referred to a hospital for treatment. The pt was hospitalized for 16 days. The pt was diagnosed with a pseudomonas infection. The pt reported they have a 3mm to 4mm corneal scar that is affecting their vision. The pt discarded one lens and the other lens was sent to the hosp for investigation. The pt is currently taking pred mild for their left eye and is continuing to see their doctor for follow up care. The pt's medical record has been requested but not rec'd. The batch record review did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. The pt reported their left lens was rec'd two months later, but eval is not complete as of this time.

Event description:
Three sealed blisters from the multipack in question were received from our hong kong affiliate and evaluated. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had a hole. The hole was located near the edge of the lens. No other visual attributes were observed. The solution was also tested. The ph and conductivity were within specificication.

Event description:
Additional information received which our affiliate believes is an insurance document. The document indicates the pt first saw this doctor in february, 2005. The pt was referred from a hospital emergency department. The preliminary diagnosis was left eye, "infective corneal ulcer secondary to contact lens." A corneal scraping was done on the left eye. Contact lens wear was identified as the major cause of the injury. The pt does not have a medical history related to this injury. The pt was last seen by the eye care professional in 4/05.